Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that foreign material(hair) was found inside of the package before using.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Was there any adverse consequences that affected the patient because of the reported event? Answer: before the implant is opened, known this issues from the or nurse. No effected on the patient. 2. What is the affected side involved in this event? Answer: ustomers have doubts about product quality.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device and photos provided by the customer found a hair vacuumed between the outer cardboard packaging and plastic wrapping. The hair was not found inside the sterile packaging as reported. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a review was completed of the device history record (DHR) and operations management system (oms) for the following: product code 151650710, work order (B)(4) was manufactured on 06-may-2018. 15 parts were manufactured to specification. Scrap: there was no scrap associated with this lot. Non conformances: 1 non-conformance associated with this lot: nr-0099319 is related to surface finish on poly parts. There is no correlation between this non-conformance and the failure mode of the complaint. Deviations: there were no deviations associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot.